Event description:
A representative reported an optometrist mentioned he had a "couple" of patients (see MDR# 2020664-2006-00051) who experienced "corneal ulcers or an eye infection" following the use of complete mostureplus and silicone hydrogel contact lenses, such as o2optics. The initial report indicated that the doctor said the patient "abused" their contact lenses by not disposing of them frequently enough. Additional information was requested four times and we received no response from the reporter. Lot number information not provided; unable to perform product investigation. No further information is available or expected.